Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital reported no patient injury occurred.